Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided for reporting. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. A manufacturing investigation action was conducted. Lot: 9063165, part: 03.111.030 manufacturing location: (B)(4), manufacturing date: 19.sep.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2016, two items from the bone harvest set broke while retrieving bone graft from left proximal tibia. The trephine broke at the phalanges and the cutting piece of the attachment also broke. Surgeon was able to retrieve the broken fragments which were present in the graft that was collected. Surgeon confirmed that no fragments remained in the patient. There was a 10 minute delay to the procedure. Patient is in stable condition. This complaint involves 2 devices. This report is 2 of 2 for (B)(4).